Event description:
Total knee arthroplasty in 2002. During subsequent follow-up visit it was determined that locking bar component was not engaged. Revision performed in 2002, replaced locking bar component.